Manufacturer narrative:
(B)(4). Customer provided data was reviewed. However, laboratory information system (lis) monitoring log and internal log files were not provided. The occurrences observed by the customer could not be explained as not enough information could be provided. A possible cause was explained: labels are printed and installed on the tubes by the customer; the label could be smudged, was not placed properly on the tube, or was blocked by an additional label. In conclusion, there were a few observations found in the submitted data, which indicated that the ID and name mismatches maybe related to an lis, lis interface or an instrument issue, but without the internal log and the lis monitoring log the cause of the mismatches can not be identified. The investigation is inconclusive. The issue is addressed in the product labeling. No adverse trend for the list base, 08h00-01, related to this complaint issue was identified from a review of complaint documentation. Based on the investigation above, a product deficiency has not been identified for the cell-dyn sapphire (list number 08h00-01) for the complaint issue.

Event description:
The customer observed that occasionally, barcoded patient samples processed using a cell-dyn sapphire analyzer would be incorrectly mismatched to the specimen ID number and wrong patient name. Sample (B)(6) was replicated by the cd sapphire and potentially mismatched to five different patient names. The customer uses a laboratory information system (lis) to further process patient data. No mismatched results or incorrect reports were released from the lab. No adverse patient outcomes were reported related to this issue

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.